Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device discarded at hospital.

Event description:
It was reported that the patient's right femur was revised due to non-union of the femoral head/ neck. Additionally, it was reported that the gamma nail broke at the junction with the lag screw, and the distal screw was also broken.